Manufacturer narrative:
There is no allegation against the leads therefore they are no longer reportable.

Event description:
Additional information indicates surgical intervention was undertaken wherein just the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4). Serial: (B)(6), batch: 4709981.

Event description:
It was reported that the patient experienced ineffective therapy and patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is exhibiting high impedances.